Event description:
It was reported that the accunet embolic protection system was positioned in the carotid artery and then the acculink stent was successfully deployed. During the recovery of the accunet, the recovery catheter seemed to be getting caught on the stent and a piece of the stent was thought to be sticking up and post-dilatation was performed. Another company's deice was then used to successfully retrieve the accunet filter basket. The acculink was successfully deployed and was inadvertently removed from the patient by the other company's device; there were no patient issues reported. Another acculink stent was then successfully implanted and there were no patient effects.